Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transcarotid tavr procedure with a 26mm sapien 3 valve, the balloon burst during inflation of the valve with the recommended volume. Upon attempt to remove the delivery system, the balloon was unable to be remove from the esheath. However, all the pieces of the balloon were able to be recovered without sternotomy via the carotid route. The valve was 80% deployed without paravalvular leak. The patient suffered cardiac arrest and transferred to intensive care. Per medical opinion, the sinotubilar junction calcification could have caused the ruptured balloon.

Manufacturer narrative:
Correction to h6 based on additional information received. The returned device was evaluated, and the following was observed: balloon burst confirmed, balloon radial tear burst in the proximal shoulder of the inflation balloon, balloon broken mating part received in jar, edges at the rupture area matched up. Additionally, the guidewire and distal nose cone were separated from the delivery system, the soft tip was noted to be damaged, the broken mating part was returned, and the wings were flared out, and curvature was noted due to packaging. Due to the nature of the device, functional testing was not able to be performed. However, dimensional testing was performed, and the inflation balloon's single wall thickness was measured at the burst location, and the measurement taken of the balloon single wall thickness met the specification. The complaints for balloon burst, difficulty to withdraw system through esheath, and components separated during use were confirmed by visual inspection of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As it was reported there was calcification at the sino tubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the balloon separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon profile) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.